Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. Investigation: a complaint history review could not be performed as no batch/lot number was made available for this reported event. A DHR review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable fmea/eura (p-eura rm432 rev. 10 & a-eura rm846 rev. 19) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample/lot number information. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd needle eclipse smartslip leaked at the hub/syringe connection. The following information was provided by the initial reporter: level of harm: no apparent harm. Incident details: received order to give patient at dose of prevenar 20 pneumococcal vaccine. Obtained vaccine from fridge. Connected the needle to the vaccine. Removed air and primed the needle without issue (no leakage noted at the time). When writer injected the vaccine, much of the vaccine leaked out between the needle and the vaccine. Unsure how much (if any patient received of the vaccine). Who was affected? Patient